Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that this rv lead was surgically abandoned due to trending elevated rv thresholds, trending increasing rv impedance. No additional adverse patient effects were reported.